Event description:
It was reported that a folfusor did not flow when it was connected to the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Evaluation information: the folfusor was received for evaluation. A visual inspection identified that there was no evidence of flow when the luer cap was removed. Upon microscopic inspection it was identified that there were micro bubbles blocking the fluid path. The source of the micro bubbles is unknown. A CAPA has been opened to address this issue.